Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (10/2022).

Event description:
It was reported that during an angioplasty procedure in the left arm fistula, the pta balloon allegedly detached from the catheter and impeded blood flow upon removal of the device. It was further reported that a snare device was used to retrieve the detached segment; however, it was unsuccessful. The health care provider (hcp) used a stent to appose the detached segment against the vessel wall. Reportedly, another balloon was used to dilate the stent and the procedure was concluded. The patient was reportedly stable post procedure.

Event description:
It was reported that during an angioplasty procedure in the left arm fistula, the pta balloon allegedly detached from the catheter and impeded blood flow upon removal of the device. It was further reported that a snare device was used to retrieve the detached segment; however, it was unsuccessful. The health care provider (hcp) used a stent to appose the detached segment against the vessel wall. Reportedly, another balloon was used to dilate the stent and the procedure was concluded. The patient was reportedly stable post procedure.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the device was returned for evaluation. The sample appeared to be bloody. The balloon was noted to be detached from the device and not returned. Both glue joints were examined and balloon material was noted at each. Stretching and slight kinks were noted to the inner guidewire lumen. The glue bullet was noted to be pulled distally from the distal end of the outer lumen. Both marker bands were noted to be seated together. The stretching, kinking and marker band issue is likely due to the balloon detachment. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported balloon detachment as the balloon has been detached and not returned. The definitive root cause for the reported balloon detachment could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 expiry date (10/2022), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.